Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of c4 dislocation fracture, undergoing a posterior cervical fusion therapy. It was reported that, after the reported product was inserted to right c3, set screw was set to head, when the set screw driver was attempted to be removed from set screw, screw was removed together. A separate pilot hole was created on the right side of c3 and the reported product was inserted. After that, operation was completed without any problem. There was a delay of less than 60 minutes. There were no patient symptoms/complications reported. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Levels implanted: c3-6 device status reason : implanted-remains in service the placed screw was removed together when removing the screw driver from the c3 right set screw. It seemed that the set screw and driver were stuck together, but the physician thought the bone quality of that part was weak. The removed screw had been used elsewhere and will not be returned.